Event description:
It was reported to medtronic neurosurgery that following the implantation of their device, the patient was in stable condition. According to the report, the patient¿s condition deteriorated over the next five days and that they then underwent a revision surgery. The report states that the device was found to be occluded and that it was replaced. The patient¿s condition was reported to have improved following the revision of the device.

Manufacturer narrative:
The returned valve was not patent due to the presence of proteinaceous debris within the device as well as multiple tears in the valve¿s exterior silicone surface, from which fluid had leaked during the patency check. It is unknown how or when this damage occurred. This damaged precluded all further testing. The IFU that accompanies the device cautions that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris.¿ the IFU also warns that ¿improper use of instruments in the handling or implantation of shunt products may result in the cutting, slitting or crushing of components. Such damage may lead to loss of shunt integrity, and necessitate premature surgical revision of the shunt system.¿ a review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. Additional patient/device information: it was later reported that prior to the revision of the device, the patient was in an unconscious state due to a sharp rise in their csf pressure. (B)(4).